Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 11:00 am, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. Five minutes afterwards, the patient experienced the symptoms of sweating and clamminess. The patient administered self-treatment by consuming orange juice; he did not seek any medical attention. The patient manages his diabetes with lantus insulin 90 units/day, humalog insulin 5 units three times/day and the oral diabetes medication metformin 2000 mg/day. Troubleshooting revealed the patient's test strips were correct, there had been no misuse of the product, and the battery did not need to be replaced. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.